Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the display is dim and pink. The pump returned with detached rubber cover from keypad. The battery cap is missing, used test cap for all steps, test battery cap does tighten fully. The ok key is not working and the down, up, contrast keys are working properly. Ok button contact is missing, no evidence of contamination under key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.